Manufacturer narrative:
Correction made to d4: expiration date: 05/31/2025 (previously submitted as ni). Correction made to g1: device manufacturer name: availmed (previously submitted as ecm - availmed s.a. De c.v. - sp021332). H4: the lot was manufactured from september 02, 2022 to september 06, 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and a hair was observed that appeared to be inside the primary packaging possibly touching an inlet cap. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6) e1: initial reporter phone no. - tel: (B)(6) and fax: (B)(6) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter (pm) inside the packaging of a em2400 valve set. The pm was further described as, ¿hair inside the pack¿. The pm was discovered prior to patient use. There was no patient involvement. No additional information is available.